Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump kept alarming no delivery even thought customer has tried different sets and sites. Customer's blood glucose was 135 mg/dl. Alarm and possible causes were explained to the customer. Customer has not tried to use different cannula lengths. Insulin was not expired or denatured. Customer does rotate the site and avoids scar tissue. Customer does use the serter correctly. The infusion set has not been bent or kinked. Customer was advised of what may contribute to a no delivery. Customer stated they have not tried all remedies. Customer was advised to revert to back up plan. No further information provided.